Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the proximal edge of the leadless implantable pulse generator (ipg) shook slightly before cutting of the tether and may be indication that engagement of the tines to the tissue was insufficient. It was also reported that post operatively that the patient experienced a drop in heart rate to 30-40 beats per minute (bpm). The ipg exhibited dislodgement and was situated in the atrium. The ipg was successfully snared; explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: retrieval of a dislodged leadless pacemaker: an example of the double-snare technique. Journal of arrhythmia. 2025; 41:e13210. Doi: 10.1002/joa3.13210 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that approximately 45 minutes post procedure, along with bradycardia, the patient also had mild fatigue. A 12-lead electrocardiogram (ECG) subsequently confirmed pacing failure with a drop in impedance, no r waves, and loss of capture.